Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. During needle passage, the patient experienced a bladder perforation which was repaired with suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.